Event description:
42 year old male with leukemia. 20 gauge b-d insyte IV cath was placed in right arm in 1999 for IV fluids. Cath was heparin-locked. In 1999 - nurse removed cath and only approx 1 cm came out. The rest was retained in the pt's right arm. Pt was taken to surgery in 1999 to have retained portion of catheter removed.